Event description:
Additional information received indicates the patient¿s right lead was replaced on (B)(6) 2021. Effective therapy was established post-operative. It is unknown which lead was replaced. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
A4- patient weight updated. Correction: physician and facility corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-05902. It was reported the patient was unable to place their scs into MRI mode. Diagnostics discovered high impedance on one of the patient's leads. In turn, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Event date is an estimate.